Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). There were no visual anomalies noted on the device. A dimensional evaluation was performed. The stylet tang width was measured and was found within the acceptable range. Functional/performance evaluation: the firing trigger was pressed and both the cannula and stylet advanced. The sample was tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted as expected. The device was able to obtain two samples. On the third sample attempt, the stylet tangs were unable to properly lock into place causing the stylet and cannula to release, thus confirming this investigation for failure to prime. This may have been perceived by the user as a self-activation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one monopty biopsy needle was returned for evaluation. The investigation is confirmed for failure to prime, as the stylet could not be locked into place during functional testing. However, the investigation is inconclusive for self-activation and failure to obtain samples and functional testing could not be completed due to the priming issues. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, dry firing of the device may have contributed to the reported event. Additionally, it is possible that the user perceived a failure to prime as a self-activation. However, based on the available information, the definitive root cause for the reported issues is unknown. Labeling review: the current monopty disposable core biopsy instruments IFU states: indications for use: -the core needle biopsy device is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. Warnings: note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: -never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. -before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. -unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: -bard monopty disposable core biopsy instrument preparation: -before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. -prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient.

Event description:
It was reported that during a liver biopsy, after a sample attempt, the device spring allegedly reacted as the health care provider attempted to obtain the tissue sample from the sample notch. It was further reported that the spring reaction allegedly ejected the sample to the ground. Allegedly, two sample passes were performed and no samples were obtained. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a liver biopsy, after a sample attempt, the device spring allegedly reacted as the health care provider attempted to obtain the tissue sample from the sample notch. It was further reported that the spring reaction allegedly ejected the sample to the ground. Allegedly, two sample passes were performed and no samples were obtained. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.